Event description:
Customer said that the screw fell out into a patient during surgery. They were able to retrieve the screw and patient was okay. Additionally, the account stated the physician was doing a total knee case when the screw fell into the patient's incision. The physician searched around in the incision and located the screw. Forceps were used to remove screw and the case was completed without further incident.

Manufacturer narrative:
One instrument (nl631) was received for evaluation. Upon evaluation of the device, our team determined that the occurrence is not related to the materials, manufacturing, design or craftsmanship of the instrument. Therefore, it is considered that the screw became loose due to the handling and care activities taking place at the customer's location. Per our general surgical instrument sterilization guide (B) (4), prior to use, all instruments should be inspected to insure proper function and condition. In addition to an evaluation of the sample, our team conducted a detailed review of our device history record, complaint history log, and reports of internal non-conformances. They found no -non-conforming trends or significant reports of failures from this review. As part of the analysis, our quality department conducted a cycle test of the instrument and after 1000 cycles with the screws finger tight only, all screws remained in place.